Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement. Upon explant, fluid loss was identified due to a hole in the device. There were no patient complications.